Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a sticky trigger. Therefore, the reported condition that the device had an undetermined malfunction was confirmed. However, the assignable root cause was not determined. A review of the service history record indicates that the device has been serviced for a service condition that is relevant to the current reported condition. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the trigger of the battery reamer/drill device was sticking, the device had insufficient/low power, and the motor was worn. It was further determined that the device failed pretest for check power at the motor with test bench, check trigger and electric control unit (ecu) function, and trigger test. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.